Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip would not release from the catheter. Reportedly, the clip fell off from the catheter and was left inside the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2019 as the event date is unknown. Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results a visual examination of the returned complaint device noted that the clip assembly and the yoke were not returned attached to the control wire, indicating the device was fully activated. It was also noted that the device returned without the over sheath. Kinks were found along the body of the catheter. Additionally, it was possible to observe that the control wire was kinked. A dimensional examination was performed to further analyze the deployment issue, and the control wire's length was within specification. A dimensional analysis was also performed on the length of the catheter and it was confirmed to be within specification. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip would not release from the catheter. Reportedly, the clip fell off from the catheter and was left inside the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.